Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition: manufacturing location: (B)(4). Manufacturing date: 29 sep 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during a procedure on april 3, 2017, while attempting to rotate the expert tibia nail with the insertion handle in situ, the tip of the insertion handle that connects the handle and the implant broke. A portion of the expert tibia nail also broke, requiring the removal of the nail. All fragments were retrieved. Another expert tibia nail of that size was not available. A new solid/cannulated tibia nail (utn/ctn) was implanted. Surgery was completed successfully with a delay of approximately 15 minutes. This report is for one (1) expert tibia nail. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Received may 4, 2017. An evaluation was performed on the returned device. The investigation confirmed that the nose (tang) is heavily damaged but not broken off as mentioned in the device report and the proximal part of the expert tibia nail is partially torn. The review of the production history revealed that both items were manufactured in the year 2014 in accordance with all established requirements and with no nonconformities reported. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and that the applied torsional forces that were used when trying to align the nail caused this deformation. Visual inspection: proximal part of the expert tibia nail partially torn, not broken off. DHR no findings. Chu eval: no findings. Dimensions: performed at the time of manufacturing. Material: made of tial6nb7 - raw mat cert 17679 - no findings. The type and extent of damage incurred indicate that this complaint was caused by high applied torsional force when trying to align the tibia nail with the insertion handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.